Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient had a cerebrospinal fluid leak (csf leak) post implant of the pump and catheter. He had a spinal headache and had to have a blood patch. The patient had a terrible headache. It was noted he has had more pain since implant and was now off of oral medications. The patient was having an MRI on (B)(6) 2018 and wanted to ask about compatibility. The patient would be seen by the doctor on (B)(6) 2018 and they would be able to see if the pump was dispensing medications at the programmed rate or if they needed to consider any dosing adjustments to address his increase in pain. The location of the symptoms was the catheter and the change in therapy/symptoms was sudden. The symptoms and spinal headache occurred after implant on (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-jan-16. It was reported that the pain was not due to a device issue, the patient just had not been titrated to efficacy yet. It was noted that the csf leak was just a standard post-dural puncture event that often occurs with implants. It resolved after two blood patches. The pain resolved after the patient was titrated up, it was noted that the patient had just been impatient.